Event description:
It was reported that the patient had a routine heart transplant on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate ii left ventricular assist system (lvas), serial number (B)(6), revealed ingested thrombus. The left ventricular assist device (lvad), serial (B)(6), was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The inlet elbow and distal portion of the inflow conduit flex section were returned detached from the pump. The sealed outflow graft was cut at the hardware and returned attached to the outflow elbow, which was returned attached to the pump outlet port. A portion of the sealed outflow graft bend relief was returned detached from the device with the sealed outflow graft bend relief collar. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. A small, non-adhered deposition was seen in the area of the outflow stator prior to pump disassembly. Upon disassembly of the pump body, this deposition appeared to have fallen into the blood tube, next to one of the rotor vanes. Although the origin of the deposition was unable to be determined, the absence of contact marks on the rotor suggests that the deposition may not have been present during support. However, the duration of time that the deposition was present within the pump could not conclusively be determined through this evaluation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.